Event description:
A us distributor contacted zoll to report that a patient developed a blistered rash under the lifevest equipment. The patient described the area as a rash that was red and looked like fungus/blister under mesh material. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the rash. The patient¿s physician recommended removal of lifevest for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.